Manufacturer narrative:
Device evaluated was updated from "device evaluation anticipated, but not yet begun" to "yes."

Event description:
The customer reported loudspeakers defective, system board defective. No patient impact or consequences were reported.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported loudspeakers defective, system board defective. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no physical damage. The product was able to obtain spo2 and pulse rate readings, as well as alarm during alarm conditions. The front panel speaker was unable to provide an audio output, however the side panel was confirmed to alarm. Internal analysis of the device isolated the issue to a u42 speaker driver on the system board. A service history record review reveals that this unit has been in the field for over one (1) year with no previous reported issues related to this reported event., corrected data: aware date updated from "09/07/2017" to "09/08/2017".